Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted splitter was not returned to bsn. It is indicated that the splitter will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost stimulation. It was determined that all contacts were out on the lead. The patient underwent a revision wherein during the procedure, the splitter was replaced but the high impedances were not resolved. A cable was attached to the lead and it was found out that the lead was the problem. The patient will undergo another procedure wherein the lead will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. The explanted devices were not returned to bsn it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the patient underwent a lead replacement procedure on (B)(6) 2015. Device malfunction was suspected with the lead. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient lost stimulation. It was determined that all contacts were out on the lead. The patient underwent a revision wherein during the procedure, the splitter was replaced but the high impedances were not resolved. A cable was attached to the lead and it was found out that the lead was the problem. The patient will undergo another procedure wherein the lead will be replaced.